Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, seven days following an open left hemi-thyroidectomy procedure, a "sermon" has formed and the patient felt pain. A second surgery was done to remove the patch and the surgeon had found some gel-like substance in the area and parts of the patch. The area was rinsed and a drainage was laid. The event leads to an extended hospital stay of five days.